Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a customer had an issue with a lite glove. The customer reports at the end of the surgical procedure, the lite glove was found to have a slit along the stem and the patient was treated with IV antibiotics.